Event description:
It was reported that a male patient underwent a pulmonary vein isolation procedure with a thermocool sf navigational catheter and suffered a cardiac tamponade which required the effusion to be drained. The patient¿s medical history is unknown. During the procedure, after mapping the left atrium and after 15 ablation points on the right side, an impedance high error appeared and the ablation was stopped. After some troubleshooting, the issue was resolved and the procedure resumed. After some ablation was continued, error 105 (map: catheter sensor error) appeared and the ablation was stopped. The patient interface unit (piu) / smartablate cable was changed. However, the issue remained. The catheter was exchanged a third time and again the piu/catheter cable but the issue would not resolve. Error 105 was still there. The procedure was continued with fluoroscopy and point by point ablation without fast anatomical mapping (fam) on carto as the catheter could not be visualized. The physician used the signals on the ep recording system and fluoroscopy. The patient required two transseptal punctures to be performed. The patient event occurred during the ablation phase. They set the generator to the usual settings for thermocool sf navigational catheter with a smartablate generator. The power was not titrated during the ablation. There were normal flow settings for the thermocool sf navigational catheter. The patient received anticoagulation in the procedure. At the end of the procedure, the patient had low blood pressure and a cardiac tamponade was observed and drained. The patient did require hospitalization. The physician¿s opinion regarding the cause of this adverse event is that it was unknown but more likely due to patient condition and procedure condition.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/13/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that an impedance high error appeared and the ablation was stopped. The issue was resolved and the procedure resumed. After some ablation was continued, error 105 (map: catheter sensor error) appeared and the ablation was stopped. The catheter was exchanged a third time and again the piu/catheter cable but the issue would not resolve. At the end of the procedure, the patient had low blood pressure and a cardiac tamponade was observed and drained. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system; model #: m-4800-01; serial #: (B)(4). C3 interface cable ¿ therapeutic; model #: d-1286-04-s; OEM lot #: 85322. (B)(4). Event description continuation: since it is unknown which catheter could have caused the injury, bwi is taking the conservative approach and reporting this event under the three ablation catheters that were used during the procedure.